Event description:
The customer reported the system would not boot up and it displayed a no signal input error message and no lights would come on. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The single board computer and the software were upgraded and reloaded. The system was tested and found to be working as intended and put back into service.